Manufacturer narrative:
A photo of the two layers of label was provided to bsc. The photo showed two lot numbers: 23412939 and underneath it was 22655292. Expiration dates were not shown in the photo. Although the customer reported an expiration date for 22655292, the bsc system confirmed that both reported lot numbers have an expiration date of 2021. Lot no. 23412939. Brand name: advantage fit blue system. Upn: m0068502120. Manufacture date: 02/27/2019. Use before date/expiration: 09/13/2021. Lot no. 22655292. Brand name: advantage fit blue system. Upn: m0068502120. Manufacture date: 09/14/2018. Use before date/expiration: (B)(4) 2021. (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system device was implanted into the patient during a mid-urethral sling procedure performed on (B)(6) 2020. According to the complainant, after the procedure, it was noticed that there were two stickers of the label with different lot numbers on the device package. Reportedly, the expiration date indicated in the underneath label was 2018. There were no patient complications reported after the procedure. The condition of the patient after the procedure was reported to be stable.